Event description:
This customer reported that they disagreed with the 12- lead ECG interpretation.

Manufacturer narrative:
(B)(4). This customer reported that they disagreed with the 12-lead ECG interpretation. This complaint is still being investigated. A follow up report will be submitted upon completion of the investigation.